Manufacturer narrative:
Pc-(B)(4) date sent: (B)(6)2022. Batch # 647a07. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with an endopath xcel trocar 12 mm inserted in the shaft, the closing trigger and anvil were received in closed position, with a tr45w reload loaded in the device. The reload was received unfired and with the cartridge deck damaged due to an unknown piece of metal found in a piece of tissue between the reload and anvil side. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete, and the staples meet the staple form release criteria it should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It reported that during the lavh procedure, the surgeon put the white reload on the uterus and the first stapler would not fire and he had trouble removing the stapler and opening it. So he got another stapler and reload. When clamped down on the uterus, he couldn't fire and could not open as well. He then used the harmonic sheers to dissect the uterus off of the stapler and removed the stapler off the patient. He was able to complete the case with the harmonic ace device. The was no patient harm.